Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis (dka) on thursday (B)(6) 2018 at 21:00. The customer reported that they have high blood glucose levels of 22 mmol/l at the time of admission. The customer reported that when they checked the blood glucose levels, they had diabetic ketoacidosis positive. The customer was treated with intravenous drip. In the beginning of the call the customer reported that the current blood glucose level was 9.2 mmol/l. The customer was able to complete the carelink upload. Troubleshooting was performed . The customer reported that there were no air bubbles inside the reservoir and tubing. There were no site or insulin issues the customer declined to perform high pressure test on the insulin pump. The insulin pump passed the displacement test. The insulin exited during the priming. The customer was advised to return the insulin pump because the customer does not feel comfortable using the insulin pump. The insulin pump is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. No insulin flow blocked alarm noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.